Event description:
It was reported the patient is experiencing pain at the ipg site particularly when sitting. The physician suspects the reported issue may stem from the multiple incisions at the patient's ipg site. Surgical intervention may be undertaken at a later date to address this issue.

Manufacturer narrative:
This is ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.